Event description:
It was reported that one of the patient's leads had migrated. The investigation could not determine which lead has migrated. Surgical intervention was undertaken and the leads were explanted and a paddle lead was placed.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received. Implant date is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.